Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with repair of stress urinary incontinence and cystoscopy due to mixed incontinence, urethral hyper mobility and prolapse of vaginal walls without mention of uterine prolapse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional b5 narrative: it was reported that mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent rectocele repair and perineorrhaphy on (B)(6) 2006 by dr. (B)(6), md., due to rectocele with rectovaginal muscle laxity, perineal descent and laxity.

Event description:
It was reported that the patient underwent rectocele repair and perineorrhaphy on (B)(6) 2006 by dr. (B)(6), md., due to rectocele with rectovaginal muscle laxity, perineal descent and laxity.

Manufacturer narrative:
(B)(4).